Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). At the time of the report, the pelvic inflammatory disease outcome was unknown. The reporter considered pelvic inflammatory disease to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: case become serious incident previously added adverse reaction nos was replaced with pelvic inflammatory disease was added. Reporter was added . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pancreatitis ("pancreatitis") and ovarian cyst ("cyst on left ovary"). At the time of the report, the pelvic inflammatory disease and pancreatitis outcome was unknown and the ovarian cyst had resolved. The reporter considered ovarian cyst, pancreatitis and pelvic inflammatory disease to be related to essure. The reporter commented: patient reports she had tissue growth on the outside of her tubes which covered her ovaries connecting all the way to her abdominal wall. No endometriosis, only from essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: comment from social media received. New events " ovarian cyst, pancreatitis" and new reporter added. On 23-mar-2020: comment from social media received. New reporter added. On 23-mar-2020: information received via social media: reporter information were added. On 23-mar-2020: social media received. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.